Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, while the device was being applied to the disconnected colon, the device did not fire. The surgeon was able to press the green button, but was not able to squeeze the handle. The jaws of the device also locked on tissue and was removed by pulling back the button to open the jaw. The device replaced to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, while the device was being applied to the disconnected colon, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device also locked on tissue and was removed by pulling back the button to open the jaw. The reload could not be removed during the procedure. The device was replaced to resolve the issue in order to complete the case. There was no patient injury.